Event description:
Medtronic received information that 21 years and 2 months post implant of this open pivot mitral valve, it was explanted and replaced with a mosaic mitral valve. It was reported that prior to explant, the valve showed evidence of prosthetic valve deterioration with increased mean gradient of 18mmhg consistent with mitral stenosis and a transthoracic echocardiogram (tte) performed noted mitral valve stenosis with limited leaflet mobility from excessive tissue precluding the mobility. A computed tomography performed prior to explant noted a kissing lungs with probable close pericardium and increased hazy bibasilar atelectasis versus infiltrate with underlying effusions. It was stated that supraventricular tachycardia, atrial fibrillation, cerebrovascular accident, aspiration pneumonia, gastrointestinal bleeding, acute renal failure, hematoma secondary to anticoagulant therapy were noted prior to explant. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.